Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side intracapsular rupture, capsular contracture, baker grade I and minimum quantity of periprosthetic liquid. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side side intracapsular rupture, capsular contracture, baker grade I and minimum quantity of periprosthetic liquid. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side intracapsular rupture, capsular contracture, baker grade I and minimum quantity of periprosthetic liquid. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.